Event description:
A pt's wife called into tech support and reported a drain complication during cycle #1 and not draining during drain #0. Tech support assisted with recovering the treatment, however, the pt's drain volume did not increase. After troubleshooting proved unsuccessful, the cycler was replaced. According to the pt's wife, he had not felt well for "a couple days now" and had an episode of nausea and vomiting just prior to her call to tech support. She stated he had been feeling this way for "about a month" and the doctor had lowered the dextrose to 1.5% for all cycles from a combination of 2.5% dextrose. She stated that currently, his neck hurt a lot and he felt as if he had air within him. She denied any leaks during treatment and stated the pt would complete this treatment with manual exchanges.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported symptoms and hospitalization reportedly for fluid overload. A supplemental medwatch report will be submitted upon completion of the investigation.